Event description:
Patient was in for a lap bpd duodenal switch, possible staged. Surgeon was using an endo gia, and half way through he heard a "pop" then the knife did not continue to cut, but the staples did release. However they did not fire into the tissue. The surgeon states this was not a thickness of tissue issue. There was very minimal pressure while firing the device until the mechanism broke. The jaws of the device would not close after this. A second device was obtained, it was loaded and fired. When the second one was fired it only cut and stapled half way. A third stapler was obtained to finish the case.